Event description:
It was reported that the patient had a decrease in heart rate while performing a treadmill test. As a result, the patient experience fatigue. This occurred because atrial events were sensed in the refractory period resulting in an inappropriate automatic mode switch. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.